Event description:
It was reported there was excessive boot-up time, greater than 90 seconds. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connection is broken loose from a printed circuit board assembly. Device stuck on long boot; keyboard connection is broken loose.